Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient's cultures were taken and tested negative for infection. The patient was treated with antibiotics and the reported issue is now resolved.

Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced redness and warmth at the ipg pocket site. As such, the patient was prescribed clindamycin, which did not resolve the issue. Subsequently, the patient underwent surgical intervention where his entire scs system was removed due to a suspected infection..